Event description:
It was reported that during a hepatectomy procedure, the clips were malformed and the clips were in the wrong way. Another device was used to complete the procedure. There was no patient consequence.